Event description:
The patient stated that, over the last 4 months, she experienced 4 occurrences of the separation of infusion set tubing near the luer lock connection. She stated that she was at home at the time of each occurrence. She was unable to specify dates when the separations occurred. Each affected tubing had been in use between 1 and 3 days prior to separating. She experienced elevated blood glucose levels as a result of the separation of the tubing. She recalled observing a blood glucose value as high as 400mg/dl although she was not sure of the date and time when his blood glucose reading occurred. She reported a normal blood glucose reading of 120 mg/dl. She reported experiencing "mild nausea" as a symptom of elevated blood glucose. In follow up to each occurrence, she changed her infusion set and bolused insulin to correct her elevated blood glucose levels. She was away from home at the time of the call and unable to provide the lot number and expiration date of the affected product. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.